Event description:
On an unreported date in (B)(6) 2010, the patient began peritoneal dialysis. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the event. On the same day, prior to antibiotherapy, a peritoneal effluent analysis and culture were performed. The culture revealed "no growth." On (B)(6) 2010, the patient was treated with ceftazidime 1.5 grams intraperitoneally (ip) loading dose once daily. The event of peritonitis was resolving, but had not yet resolved. Pd therapy was ongoing. Concomitant medications were not reported. Per the reporter, the event of peritonitis was unrelated to pd therapy. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown;. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.